Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 months to a year ago.